Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm), distal setup joint (suj), and the proximal suj involved with this complaint to perform a failure analysis. The usm unit was tested on an in-house system in normal mode without any errors. The unit was also testing on a patient side cart fixture test platform (pftp) where all related tests passed. After a further investigation, contamination was not found on usm. The log confirmed errors 31226, 40067, 25733, and 32097 pointing to a communication issue between ac_1a axes controller setup (acu) ac_1b axes controller tornado (act) ac_1c axis controller arm (aca). Failure analysis confirmed the reported issue on the usm; however, could not replicate. The distal suj outer was analyzed, and the reported errors were not replicated in-house. Furthermore, the proximal suj outer errors were confirmed via the field error logs but was not replicated in house.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the system had repeated non-recoverable error on the universal surgical manipulator (usm#1). The customer needed to reboot repeatedly to continue with the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and found errors 40067, 25730, 23098 and 20065 pointing to set up joint (suj) and usm. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked prior to use, and nothing was noted out of the ordinary. An isi technical support was contacted for troubleshooting. The reported issue was resolved by power cycling the system. The system recovered after rebooting, but the issue happened again after a while. The customer was recommended to disable arm 1, but the customer decided to continue the procedure with 4 arms and continued to reboot the system if the issue occurred again. The customer rebooted the system several times to complete the procedure. The procedure was completed with the original configuration. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse replaced the usm, distal set up joint (suj), proximal set up joint (suj), and a wrist fiber cable to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform a failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.